Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic complaining of diagphragmatic stimulation. Chest x-ray was performed and revealed the right atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.